Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cq2015a, +24.0 diopter, intraocular lens was damaged during the insertion, the optic was torn. There was patient contact but no injury. Cause of damage is unknown. The lens was removed and replaced with the same diopter and model during initial surgery.

Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens vial. The lens was returned in pieces - unable to evaluate. Date received by manufacture: date received should be corrected to 25-sep-2018 in previous MDR. Claim#: (B)(4).